Manufacturer narrative:
Continuation of d10: product ID qc-2-4-helix (lot: 227179017); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance with the catheter and the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a large, amorphous, and unruptured aneurysm in the right internal carotid artery with a max diameter of 11 mm and a 6 mm neck diameter. Landing zone: distal: 3.1 mm and proximal: 4.9 mm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Dual antiplatelet treatment was administered. It was reported that during the operation, the spring coil could not be pushed into the microcatheter and was stuck in the middle of the microcatheter. After replacing with other spring coils, it could be pushed in. The operator complained about the quality of the spring coil. It was reported there was coil resistance/stuck in catheter in the middle section. There was no catheter damage observed. It was reported the pipeline stent did not open well in the straight segment of the distal blood vessel and the tip end could not open normally. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the resistance and failure to open were not determined. The coil came out of the introducer sheath smoothly. The catheter used was an echelon. There were no additional steps or other devices attempted to open the pipeline. The stent was not properly opened under imaging observation, and the stent was found to be deformed after being withdrawn from the body.

Manufacturer narrative:
Correction - annex c and annex d codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex pushwire was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to failure to open at distal as the pipeline flex braid was not returned for analysis. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.